Event description:
This is the second time she has come in with plug blocking her denver shunt in less than 2 weeks. Both times it has cleared easily. We are actively working with carefusion and sent them blinded images to prevent a reoccurrence. Contact name - (B)(6).